Manufacturer narrative:
This report is filed on january 07, 2019.

Event description:
Per the clinic, the patient experienced magnet dislodgement following an MRI (1.5 tesla). The patient's head was wrapped as an approved indication. Surgery to replace the magnet has been completed (date not reported).

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device on the contralateral side. This report is filed on june 18, 2019.

Manufacturer narrative:
This report is submitted august 26, 2019.